Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device manufacture date: may 2020.

Event description:
Healthcare professional reported a xen® event described as "smooth initial implantation, luxation in anterior chamber - implant needed to be reloaded in injector. This went smoothly until last 1.5mm when injector seemed to be blocked." No eye injury noted. Surgery was completed in right eye with second xen® device.